Manufacturer narrative:
The lens was inserted and removed. (B)(6). (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) unfolded in the eye without the trailing haptic. Reportedly, the trailing haptic remained in the cartridge. The lens was removed and replaced without complications with a new lens, same model. A delay of 30 minutes in the procedure was reported. Additional information was received and it was learned that the incision was enlarged. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/18/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. No assembly errors were detected on the returned pcb00 unit. Visual inspection at 10x microscope magnification showed trace amount of viscoelastic on the cartridge. There was no intraocular lens or haptic in the device. The customer's reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.